Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 2012 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump eroded through the skin resulting in an infection. No further complications were anticipated/reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient's infusion system was explanted in 2012 due to an infection. It was reported the issue was resolved at the time of the report, and the patient's status was unknown at the time of the report. The rep reported that the explant had not been reported to them. No further complications were anticipated/reported.